Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported, the telescope "oes elite", 4 mm, 30°, hd, autoclavable exhibited a broken connecting pin. The issue occurred during a therapeutic transurethral resection of the prostate procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Correction to d9 - the product was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported event was due to excessive force, as a result of an impact or a fall of the optics. Olympus will continue to monitor field performance for this device.